Manufacturer narrative:
The customer stated upon contacting bec that the instrument was operational at the time. Service visited on (B)(4) 2011 and found compressor relay was melted. The service visited again on (B)(4) 2011 and replaced the currently relay. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a spark observed on power processor sample processing system. The spark burst into flames and the stockyard quit working. Bec customer technical support (cts) advised the customer to unplug the instrument if she could safely do it. There was no death, injury, or change to patient treatment associated with this event.